Event description:
It was reported that the cine on the 9600 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The scsi drive, the flash card, scsi board and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.